Event description:
Pt had pectus bar and lactosorb pectus stabilizer implanted on (B)(6) 2008. During follow up visit in (B)(6) 2008, it was noted pt developed some swelling and pain after playing soccer. On (B)(6) 2009, follow up visit noted inflammation and scab over left lateral bar insertion site, pt was placed on bactrim ds twice daily for 14 days. On (B)(6) 2009, follow up visit indicated localized infection on left side where dissolvable stabilizer is located, drained some serous fluid 4 days ago; continue on bactrim. On (B)(6) 2009, follow up visit indicates surgical site is healing satisfactorily with no signs or symptoms consistent with infection. A small open area remains with tan drainage and beefy red tissue within wound.

Manufacturer narrative:
Visual examination of photo taken by doctor's office. Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.